Manufacturer narrative:
Follow-up #1: date of submission: 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the pump¿s black box revealed data from the date of the complaint had been overwritten with no alarms observed relating to the complaint. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration was within specification. The pump was exercised for 24 hours with no loss of prime occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. The patient's mother stated that the pump is priming but it is not giving any alarms or anything for the loss of prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.